Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter was damaged. The following information was provided by the initial reporter: customer reports that the catheter at the time of doing the procedures, are "crumbling".

Event description:
It was reported that bd angiocath¿ IV catheter was damaged. The following information was provided by the initial reporter: customer reports that the catheter at the time of doing the procedures, are "crumbling".

Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.